Event description:
It was reported that after placement of two filters six mos prior, the pt came in complaining of pain in the abdominal area. CT and MRI images revealed enlargement of a hematoma where one filter had perforated the ivc and the other the right common iliac vein. Surgery was performed to remove both filters without further complications being reported.